Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The lot number of the complaint product is unknown and the actual complaint product was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by a customer care representative via an email on (B)(6) 2016, a consumer wore the complaint contact lenses for the first time on (B)(6) 2016, and experienced redness and irritation in both eyes (ou). The consumer had reported that the contact lenses seemed to make her eyes so dry that the contact lenses kept falling out. The consumer discontinued contact lens wear over the next few days and her eyes improved significantly. The consumer wore the contact lenses again on (B)(6) 2016, and upon waking up on (B)(6) 2016 felt that there was some "sort of infection" in the right eye (od). The "infection gradually worsened" throughout the day and reportedly, the consumer "completely lost sight in the right eye." The consumer went to an optician on (B)(6) 2016 and was referred to an eye hospital (date of visit to the hospital was not indicated) where the consumer was diagnosed with an "ulcer directly on the cornea" and an "infection on the cornea" (type of infection was not specified). The consumer stated that she had been admitted in the hospital as an inpatient since (B)(6) 2016. The consumer was prescribed an unspecified medication which was administered hourly to treat the ulcer. The consumer stated that it could be a while before she can resume contact lens wear again. The symptoms were reported as continuing. Additional information has been requested, but has not been received yet.